Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there are no images due to the wireless footswitch. Fse replaced the wireless footswitch and wfs base station, which resolved the issue. Based on the available information, it is concluded that there was a connection problem between the wireless footswitch and wireless base station. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction (z-2485-2023). The correction has been implemented and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there are no images due to the cordless foot switch. It is unknow if the device was inside clinical use at the time of the event. No patient harm was reported.